Manufacturer narrative:
Concomitant medical products: additional information. Initial reporter name and address: corrected information. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional information manufacturer's investigation conclusions: the report of motor stopping operation intermittently could not be confirmed nor reproduced during testing of the returned centrimag motor (serial number (B)(6). The returned motor was evaluated and tested by the service depot under work order # (B)(4). The reported complaint could not be reproduced nor confirmed during their testing. The motor was operated for an extended period of time without any issues being reproduced. The motor's cable was inspected per field action (B)(4) and no discrepancies or damage were observed. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a device related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the centrimag (cmag) motor stopped working intermittently when the end of the cmag motor cable was moved. Changing the primary cmag console did not resolve the issue. The cmag motor was changed to a new one and the problem stopped. No adverse consequences to the patient were reported. No additional information was provided.